Manufacturer narrative:
Bayer case number: (B)(4). Bleeding outside of period [bleeding intermenstrual]. Multiple instances of tendinitis [tendinitis]. Muscle and ligament pain [muscle pain] . Muscle and ligament pain [ligament pain] . Burnout [burnout syndrome] . Chronic fatigue [chronic fatigue] . Nasal discharge [nasal discharge] . Allergies [multiple allergies] . Itchy ear canals [ear pruritus] . Micturition disorders [micturition disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. The most recent information was received on 12-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("bleeding outside of period") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced intermenstrual bleeding (seriousness criterion medically important), tendonitis ("multiple instances of tendinitis"), myalgia ("muscle and ligament pain"), ligament pain ("muscle and ligament pain"), burnout syndrome ("burnout"), fatigue ("chronic fatigue"), rhinorrhoea ("nasal discharge"), multiple allergies ("allergies"), ear pruritus ("itchy ear canals") and micturition disorder ("micturition disorders"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, myalgia, ligament pain, burnout syndrome, fatigue, rhinorrhoea, multiple allergies, ear pruritus, intermenstrual bleeding or micturition disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) bleeding outside of period [bleeding intermenstrual], multiple instances of tendinitis [tendinitis], muscle and ligament pain [muscle pain] , muscle and ligament pain [ligament pain] , burnout [burnout syndrome] , chronic fatigue [chronic fatigue] , nasal discharge [nasal discharge] , allergies [multiple allergies] , itchy ear canals [ear pruritus] , micturition disorders [micturition disorder]. Case narrative: the below report was received by health authority ansm (reference number:(B)(4) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("bleeding outside of period") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced intermenstrual bleeding (seriousness criterion medically important), tendonitis ("multiple instances of tendinitis"), myalgia ("muscle and ligament pain"), ligament pain ("muscle and ligament pain"), burnout syndrome ("burnout"), fatigue ("chronic fatigue"), rhinorrhoea ("nasal discharge"), multiple allergies ("allergies"), ear pruritus ("itchy ear canals") and micturition disorder ("micturition disorders"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, myalgia, ligament pain, burnout syndrome, fatigue, rhinorrhoea, multiple allergies, ear pruritus, intermenstrual bleeding or micturition disorder. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.